Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s.

Event description:
It was reported that the device (25mm) was opened but not used due to a black punctum-like stain on the leaflet. Customer found it during the rinse of the device with saline solution.

Manufacturer narrative:
As received the valve is attached to holder, serial tag and the clip. Few dark brown spots were detected at the tissue inflow. Three particulates were isolated in three diskettes and were sent to chemistry for identification. They were labeled as particulate a, b and c. (B)(6) 2011 chemistry concluded with the following: particle a: the particle was lost inadvertently during transferring of the sample onto the atr accessory. Particle b: the ir. Spectrum of the unknown particle showed similar absorption characteristics when comparing to protein like material. Particle c: the ir spectrum of the unknown particle showed similar absorption characteristics when comparing to protein like material. Method: ir spectrum analysis. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(6) 2011 per edwards engineer, chemistry analysis was conducted on multiple samples of the particulate that was found on the valve leaflets. The chemical analysis concluded that the material had ir spectrum absorption characteristics similar to protein-like material. A review of the included photos shows that the particles were located on the leaflets on the inflow side of the valve. The particles were easily removed for analysis and left no visible void of material indicating that they were superficial and not a natural part of the tissue leaflets. A review of the manufacturing and quality control processes indicated that there are no materials of similar color and characteristics used during the manufacture of this device. Furthermore, each valve is 100% visually inspected and functionally tested prior to packaging. As documented in the DHR review of cer (B)(4), there were no non-conformances during the production of this valve. Based on these findings, it is unlikely that the protein-like material was added to the valve during its manufacturing process.